Event description:
It was alleged by customer that control-iq software did not perform as intended while in exercise mode. Tandem technical support performed a system check and verified that system was operating as intended and provided further training and education for how exercise mode works, customer acknowledged. Reportedly customer experienced a low blood glucose (bg) level of 40 mg/dl and required assistance consuming carbohydrates. Customer continued to use the pump for insulin therapy. Per voluntary medwatch letter received (B)(6) 2022: my new tandem pump (with control iq) continued to dispense insulin during exercise, despite using a temporary profile with reduced insulin, which caused severe low blood glucose (40). I needed help to find some food with sugar, otherwise I would have passed out. In other words, control iq overrode my reduced insulin. It's predictive features are not sufficient to account for strong exercise. The 'exercise' feature does not account for the extremely fast declines in blood glucose that can actually occur with exercise. There needs to be warnings about this. FDA safety report ID# (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.